Event description:
On (B)(6) 2008, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2014, follow-up imaging identified a type ii endoleak originating from the iliolumbar artery and reported aneurysm enlargement of 3.3 cm. Later that same day, an emergent intervention was performed, whereby two contralateral leg components were implanted into the right common iliac artery for distal extension on the previously implanted contralateral leg component. It was reported the right internal iliac artery was intentionally covered during the procedure. Final angiography showed resolution of the endoleak and the patient tolerated the procedure.

Manufacturer narrative:
Patient medications include norvasc, aluminum lactate, colcrys, jantoven and citalopram. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.